Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The device used during surgery was not returned. A new un-opened reload was returned. Functional testing was performed on the unused reload. The device functioned as intended. The device was fired into test media and the staple formation was reviewed. Staples were formed properly. Without the physical device from the complaint, the reported condition cannot be confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an exploratory laparotomy by peritoneal lavage and colostomy procedure, at the time the surgeon placed the staples, it was stated that the surgeon could see the staple line a little translucent, and a small hole was observed where the bowel contents were exposed in cavity. The patient was re-operated three times to correct the issue. Third day post operatively, the patient presented some fever, vomit and abdominal pain, and blood count revealed septicemia. The patient died due to septic shock.